Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer states that the catheter was leaking at the point from line to connection/hub. The customer stated that it is unknown whether the product was visually tested/inspected prior to use. The product was not treated with disinfection/cleaning solutions. The product was used on a patient (age, weight and sex unknown). The leak was noticed during use and as soon as the leakage was discovered the catheter was removed and replaced. The duration of use is not known. The customer further reports that there was no negative outcome for the patient and no medical intervention required. The current patient condition is good.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was received for evaluation. The sample consisted of one 3.5 fr urethane umbilical catheter. A visual inspection was performed and it observed that the catheter had a slit at the base of the luer fitting. The most probable root cause can be due to over bending or excessive force. Per the instructions for use, do not use instruments with sharp or rough edges directly on the catheter since even a minor cut could tear or break the catheter. Do not use alcohol, acetone or alcohol containing antiseptics directly on the catheter. Carefully check antiseptic solutions for alcohol or acetone. These substances may cause irreversible damage to the polyurethane which can lead to a leak or break. Ensure gloves or other surfaces which have alcohol on them are completely dry before touching or manipulating the catheter. A corrective action is not required at this time. In general, in-process controls (such as personnel training, incoming quality acceptance testing for raw material, in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% pressure testing during production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.